Event description:
It was reported that this implantable right atrial lead exhibited loss of capture, a decrease in pacing impedance, and a sensing drop. In addition, high pacing thresholds were reported. In addition, possible perforation was reported. This right atrial lead was explanted and replaced. No additional adverse patient effects were reported. This product has been returned for analysis.